Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer went to doctor due to high blood glucose level. Customer stated insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was not successfully generated due to wrong xml file used during the download. A critical pump error (open book image) alarm was noted while performing the second download. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in detail trace file on (B)(6) 2022 at 9:41:00 am. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2022. Unable to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm for the event date of (B)(6) 2021. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:14:07.000 (B)(6) 2022 03:24:00.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 17:26:00.000 (B)(6) 2022 17:45:48.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 02:57:00.000 (B)(6) 2022 03:07:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:25:23.000 (B)(6) 2022 03:25:34.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. The battery was removed on (B)(6) 2022 03:14:07.000 and (B)(6) 2022 03:24:00.000. Power loss alarm was expected since the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.8 mv). Critical pump error (open book image) alarm and pump error 35 alarm, problem isolated on the force sensor. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, critical pump error (open book image) alarm was noted while performing the second download. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm, problem isolated on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.